Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-per the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis: improper placement.

Event description:
On (B)(6) 2019, the patient was implanted with conformable gore® tag® thoracic endoprosthesis to treat an intramural hematoma. It was reported the left anterior oblique images during implant were poor due to the patient¿s morbid obesity. The final imaging run revealed sluggish flow through the left subclavian artery. The physician used a fogarty catheter to make sure there were no clots in the left subclavian artery. On (B)(6) 2019, the patient had complaints of left arm pain. A computed tomography (CT) revealed that a portion of the conformable gore® tag® thoracic endoprosthesis was partially covering the left subclavian artery. The physician reintervened and implanted a gore® viabahn® vbx expandable endoprosthesis in the ostium of the subclavian artery and ballooned the area. The patient tolerated the reintervention.